Manufacturer narrative:
Date of event: unknown, was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zcb00 (20.5 diopter) was explanted due to patient experiencing visual disturbances. Upon closer look, the physician noticed that the lens may have scratches. The lens was explanted and replaced with another lens. There was no incision enlargement, vitrectomy or sutures required. It was confirmed that there was no patient injury and that the patient is doing fine. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 01/18/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed a few scratches observed in the middle of the lens near the cut area. It is unable to be determined if these scratches are a result of implantation or due to lens cutting process during removal and replacement. Visual inspection also showed the product was cut into two pieces, most probably to make remove and replacement possible. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.